Event description:
It was reported that non-dependent asymptomatic patient presented in-clinic with an increase in capture threshold and pacing lead impedance (pli), and decrease in sensing. Noise was also present on the lead. The patient had a bypass surgery and it was noted that the rv lead was stuck in the brachial plexus base during the procedure. Patient also recently started exercising which may have contributed to the noise observed. The physician elected to cap and replaced the lead due to continuing increase in pli and noise. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.